Event description:
In 2008, the patient reported he has received 3 e6 (mechanical error) alarms on his insulin infusion device since 2008. He stated that, prior to this call, he cleared the alarm by inserting the device battery and resetting the device. He stated the e6 occurs when the piston rod reaches the 175 unit mark. To troubleshoot, the patient confirmed he is using the correct type of battery. He stated he does not attach the adapter and tubing to the insulin cartridge prior to inserting it into the device. He said insulin spilled into the cartridge chamber several months ago. The proper procedure to change the cartridge was reviewed with the patient. The patient was advised to switch to his backup infusion device. The patient did not report blood glucose concerns related to the issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.